Manufacturer narrative:
The spacelabs field service engineer was dispatched to the customer site for further analysis. The reported problem was verified, and the power supply replaced. The repaired unit passed all functional tests and was restored to service . This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on (B)(6) 2016 that the telemetry housing module was not working. No injury was reported as a result of this event.